Manufacturer narrative:
The device remains in service. The field representative confirmed programming changes were made to help mitigate these issues. In the remote monitoring system, the v>a episode storage was turned off. In the device, the vt episode storage and the daily measurements for rv sensing and rv impedance were turned off. There were no plans for a lead revision at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and communicator exhibited an rf overuse condition. A review of data confirmed this was caused by the device uploading alerts to the remote monitoring system daily. It was previously reported that the right ventricular (rv) lead exhibited high pacing thresholds and poor sensing. Also, the right atrial (ra) lead exhibited noise and out-of-range pacing impedance measurements. The device had been reprogrammed to aair due to the poor rv lead function. It was later reported that at the device follow-up in (B)(6) 2016, the remaining longevity was 6.5 years, but was now 4.5 years. A technical services consultant asked for the power consumption and the representative reported it was 134%. A save to disk was requested to investigate this abnormal power consumption. Engineering review of the data confirmed the device was programmed to aair. However, noise on the rv lead was causing the device to store numerous non-sustained vt episodes, and these episodes were causing the remote monitoring system to perform daily interrogations and issue alerts. Technical services discussed options, like changing the selected alerts to decrease the daily interrogations, possibly changing the device settings to not record vt episodes, and possibly turn off ventricular daily measurements. The frequent rf telemetry is the most likely cause of the increased power consumption and battery depletion. No adverse patient effects were reported.